Event description:
This event was reported as ring explanted after an unknown period of time due to heart failure and mitral insufficiency no information available on device, as it was implanted in germany; no records here with any detailed history. No further information was provided.